Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for help on error code 800.8000 on 8015 4.7 unit serial # 13038978 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech. Called in for help on 8015 4.7 unit has error code 800.8000 which is a software fault tech needs to reflash the software on the unit, if flash fails then you will have to replace the logic board on the unit. Also explain to tech. That 8015 4.7 unit has came eol 01/2019 meaning no more support nor can be services anymore I will help you this time as a courtesy again we no longer support nor services the units.